Manufacturer narrative:
There was no report of device malfunction. Of note, the edwards aortic valve was explanted from the patient to repair the mitral insufficiency which worsened due to papillary chordae rupture. A definitive root cause cannot be determined; however, it is most likely operational context and patient's clinical condition contributed to this event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that an edwards aortic valve was explanted after an implant duration of one month and 18 days. There was no report of device malfunction. Prior to the aortic valve replacement procedure, the patient was identified to have mild mitral insufficiency. After the aortic valve replacement procedure the mild mitral insufficiency worsened because the papillary chordae ruptured. The patient underwent re-do surgery to repair the mitral insufficiency with an edwards annuloplasty ring; however, the edwards aortic valve was removed in order to complete the repair. The patient received another edwards aortic valve.

Manufacturer narrative:
Through further investigation, it was reported that the chordae rupture was due to patient's underlying mitral disease and also lvot anatomical characteristics. It was reported that the subject device did not contributed to the rupture. Patient is still in intensive care unit.

Event description:
In a follow-up echo at pod+47, it was found severe mitral incompetency with posterior leaflet prolapse due to a papillary chordae rupture.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
Per the received explant op report, the mitral valve was only partially visible due to the aortic valve stent forcefully pressing down the aortic valve. A small hematoma was seen on the septum in the area of the stent. Chordae tendineae mitral repair was performed but it was not possible to measure the mitral valve for an annuloplasty ring implant. For this reason, the aortic valve was explanted. As confirmed by the surgeon, there were no issues with the aortic valve but it required explant in order to repair the mitral insufficiency with the implant of a annuloplasty ring. The explanted device was replaced with a 23mm aortic pericardial valve. Intra-operative toe showed completely impermeable mitral valve reconstruction and prosthetic aortic valve also impermeable with no indication of a paravalvular leak (pvl). The patient had coagulation issues and required stabilization with blood and coagulation factors and a decision was made to leave the sternum open. The patient was discharged from the theater on ECMO and he received ddd paced pacemaker. He was taken to the ICU in stable hemodynamic and respiratory condition.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.